Manufacturer narrative:
The subject cv-190 was returned to olympus medical systems corp. (Omsc). Omsc tried to reproduce the reported phenomenon, but the phenomenon could not be reproduced. Omsc confirmed following things. There was no abnormality found, when the subject cv-190 was turned on / off 100 times. There was no abnormality found, when the subject cv-190 was turned on and applied light shocks. There was no abnormality found, when the subject cv-190 was operated for 3 consecutive hours. There was no abnormality found, when the ventilation grilles of the subject cv-190 were closed, the inside of the subject cv-190 was kept in a high-temperature environment purposely and the subject cv-190 was operated for 1 hour. The cv-190 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The followings were reported to olympus medical systems corp. (Omsc). During an unspecified procedure, the endoscopic image was disappeared. The user exchanged the scope, but the phenomenon was not resolved. The user exchanged the subject cv-190 with the spare device, the phenomenon was resolved. There was no report of patient¿s injury regarding this event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) tried to reproduce the reported phenomenon, but the phenomenon could not be reproduced. Omsc conducted the following confirmations. The subject cv-190 was operated for 3 consecutive hours under high temperature environment (40). After that, omsc confirmed the operation of subject cv-190 while applying light shocks to the subject cv-190. The subject cv-190 was operated for 3 consecutive hours under low temperature environment (10). After that, omsc confirmed the operation of subject cv-190 while applying light shocks to the subject cv-190. The subject cv-190 was operated for 3 consecutive hours under low voltage (90v). After that, omsc confirmed the operation of subject cv-190 while applying light shocks to the subject cv-190. Omsc confirmed that the subject cv-190 was returned in the past and a lot of dusts were accumulated on the circuit board in the subject cv-190 at that time. The root cause of this event could not be conclusively determined, because the reported phenomenon was not reproduced. However, omsc surmised that the possible cause of this event was the following. The operation became temporarily unstable to be caused by the influence of static electricity or external noise and others. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".